Manufacturer narrative:
Concomitant medical products.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 413 mg/dl which was treated with manual injection. The customer reported that they found that the tubing was detached from the quick release. Customer stated that they changed reservoir but did not getting bolus and they need assistance for buttons. Insulin pump will be returned for analysis.